Manufacturer narrative:
Batch review performed on 21 august 2020: lot 170807: (B)(4) items manufactured and released on 03-jul-2017. Expiration date: 2022-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a subsided stem. The cause of the subsided stem is unknown. 2 years and 10 months after primary the surgeon revised the liner, head, and stem.